Manufacturer narrative:
This device is due to be returned to the manufacturer but has not yet been received. Upon evaluation of the returned device, a supplemental medwatch will be filed. The device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for the same lot, upn m001455980, lot 1208037. The august 2007 15 month vaxcel pasv PICC product family complaint trend report, inclusive of all failure modes, was reviewed, no unfavorable trends were noted.

Event description:
It was reported to boston scientific corp that a vaxcel PICC which was implanted for therapeutic purposes in a patient in 2007 was observed to have "a foreign body in the PICC, the positive clave was missing and there was some plastic around the hub of the catheter". Finally, it was noted that a leak had developed distal to the suture wing. The device was removed on the following month, and the procedure was completed with another PICC kit. There were no complications reported with this event.